Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the reducer connector on the reservoir for the fx15 was leaking. The connector was deformed so the adapter would not fit properly. No pt involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitted a follow-up report when the investigation is complete and more info becomes available. (B)(4). Eval in progress.